Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 10/13/2020. Device evaluation summary: according to the information reported, a deflation occurred in a tissue expander. During the visual evaluation of the device, no apparent damage or anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
It was discovered on (B)(6) 2020, that device available for evaluation? No, is device returned to manufacturer? Unchecked, date device returned to manufacturer was erroneously omitted in initial report. Correction: device available for evaluation?,yes is device returned to manufacturer? Checked, date device returned to manufacturer (B)(6)2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 475cc artoura breast tissue expander experienced deflation on an unspecified side intra operatively. Per physician, when trying to fill expander it did not hold any fluid. No procedural delays or patient consequence was reported.